Manufacturer narrative:
Onsite analysis of the system found that the initial complaint was confirmed. It was found that the ring artifact was visible in 3d spins. The defective detector pixel was mapped out and the issue on the system was resolved. The system passed all further testing and it performs as intended once again. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that following exposure test shots, it was noticed that there was a bright ring around the ap, lateral and axial views. There was no patient present at the time of the event.